Event description:
The recipient is reportedly experiencing loss of sound and intermittent lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a cut electrode, a cut silastic overmold, a cut antenna, and a dented bottom cover. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires, a cut antenna, and a dented bottom cover. This is believed to have occurred during revision surgery. The antenna and electrode condition prevented several electrical tests from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across some electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.